Manufacturer narrative:
Voluntary medwatch MDR report #: mw5145766.

Event description:
Voluntary medwatch form received notes that a patient presented with an infection. The system was explanted along with the atrial lead. No additional adverse patient effects were reported.